Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer has a blood glucose level was 110 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners. Unable to perform the displacement test due to blank display. No unexpected vibrate anomaly noted.